Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the hospital due to syncope and with a heart rate of approximately 30 beats per minute (bpm). It was reported that the device was not providing pacing therapy. The device was interrogated with the programmer and pacing therapy was noted to be appropriate. Device data was sent in for analysis. Boston scientific technical services (ts) reviewed the data and were not able to find a possible reason to explain the alleged lack of pacing. There were no obvious signs of lack or pacing or loss of capture. The latest rv auto thresholds indicated capture at to 0.7 volts. Pacing lead impedances were also stable. There were no fluctuations in power to indicate a change in pacing load or percentage. All of the intrinsic sensed beats were above 70 bpm. There was no indication of oversensing on the minute ventilation sensor. The data appeared to indicate the pg was functioning normally. Additional information noted that the system was explanted and the device will be returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.